Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had postoperative hemiplegia. They also returned to the hospital in (B)(6) 2019 for rehabilitation, and are currently hospitalized. An MRI is expected to be performed after which the patient will undergo radiotherapy. It was requested that the staff carries pressure regulating equipment to the facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient their pressure adjusted on the morning of (B)(6) 2019. The current pressure had been adjusted to the lowest, but the flow was still not enough. It was now necessary to press the reservoir to increase the flow rate. The patient was stable and would be treated with other therapy.